Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect stopper color. Bd determined that the root cause of the indicated failure mode was attributed to a faulty cylinder during manufacturing allowing a stopper to fall from one area into another. Corrective action was taken and the cylinder was replaced.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the rubber stopper of this material number should be gold and red, but in fact, when the package was opened, one of the rubber stoppers was found to be dark gray."